Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was not returned and the investigation is confirmed for failure to expand based on image review. However, the investigation is inconclusive for retrieval difficulties as not enough objective evidence has been provided to confirm this failure. The definitive root cause could not be determined based upon available information. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced failure to expand and was difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The female patient is 62 years old; weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced failure to expand and was difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The female patient is (B)(6) years old; weight was not provided.